Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was treated via consumption of carbohydrates. Reportedly, the customer reverted to manual injections for insulin therapy. Pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.